Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump¿s screen was accidentally cracked, initially remained operable, and subsequently lost all display functionality, while blood glucose levels reportedly remained unaffected; a photo was provided and a replacement device was shipped. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and continued glycemic management as reported. Investigation included confirmation of shipping, follow-up for return logistics, and review of carrier tracking. Investigation of this case revealed the device was lost in transit after the replacement was delivered, and the original unit was not recovered for evaluation. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the display and an unresolved return due to loss in transit, with no evidence of clinical harm.